Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. However, based on the observations of the acetabular liner and the femoral head, it is reasonable to conclude that a disassociation event occurred between the liner and the cup and that noise would be present due to the femoral head articulating against the metal cup. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint (B)(4) investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. D2b

Event description:
After tha initial surgery on (B)(6) 2023, at 2 weeks post-op, the patient complains of articular noise. She will present later for dislocation on x-ray, the polyethylene does not seem to be in place anymore. On (B)(6) 23, the polyethylene is in the pinnacle cup but is mobile. The pinnacle cup seems well fixed. The surgeon decides on the installation of a new polyethylene with rim + ts delta head. Doi: (B)(6) 2023. Dor: (B)(6) 2023. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.